Event description:
A report was received from the foreign regulatory agency. A female experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. In 2005, the patient presented to the physician's office with keratitis in the right eye suspected to be from fungal origin; however, cultures were negative. Despite treatment with amphotericin b, ntamycin ointment, IV amphotorein b )liposome formulation) and oral voriconazole, the infection progressed deeply into the cornea. A biopsy was performed next month and was negative for fusarium. One month later, the patient underwent keratoplasty. The culture was sent to a reference center and was positive for fusarium. In 2006, the patient underwent surgery (vitrectomy and lensectomy) because she was experiencing keratitis in the graft with endophthalmitisi. Post-operative treatment included IV amphotericin b, natamycin, and voriconazole. As of next month, there was no worsening, however, the treatment was not completely effective. The graft was clear, the fungal infection remains located in the periphery of the cornea. Visual acuity is low because of macular edema (noted before surgery) secondary to chronic inflammation. In 2006, the patient underwent enucleation of the affected eye. Her treatment medications did not work and the infection had reached the posterior chamber with dramatic development.

Manufacturer narrative:
Bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moisture loc formula and recalling all distributed product.